Event description:
Complainant alleged that while attempting to defibrillate a 68-year-old male patient, the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation and the device performed to specification. The device was put through extensive testing including bench handling, impedance testing, shock testing and defibrillation cycle testing without duplicating the report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. An assessment of the facts provided by the customer and review of the activity logs for the event have determined that external paddles were used without the application of the conductive gel. The log confirms that no energy was delivered due to a "poor pad contact" message. This suggests that the impedance exceeded the threshold. Without the use of a conductive gel, the impedance could potentially be much higher, preventing the delivery of energy. This report has been closed as poor coupling (continuity). Analysis of reports of this type has not identified an increase in trend.